Event description:
It was reported that this pacemaker patient experienced shortness of breath (sob) and heart failure symptoms. The right ventricular (rv) lead exhibited loss of capture and the pacing impedances increased from 500 ohms to 1480 ohms. The programmed outputs were increased from 2.5v to 5.0v as the rv thresholds were 2.5 v. Subsequently, a revision procedure was performed. The pacemaker was explanted and replaced. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported loss of capture and high pacing impedances.